Manufacturer narrative:
The technician found grease in the hi/low drive brake. The technician installed a hi/low drive brake kit to repair the bed.

Manufacturer narrative:
The technician found grease in the hi/low drive brake. The technician installed a hi/low drive brake kit to repair the bed.

Event description:
Info received indicates the bed is drifting down.